Event description:
It was reported that a patient underwent a suppurative myelitis spinal fusion procedure of the cervical spine on (B)(6) 2010 and a drain and reservoir were placed. The devices worked properly upon first activation. Later that day, the drain became clogged and blood leaked from the drain site. The patient developed a hematoma, 4cmx1.5cmx1cm. A re-operation was performed on the same day to place a different drain and to remove the hematoma. The surgeon opines that the drain became clogged because the hematoma got stuck in the drain.

Manufacturer narrative:
(B)(4). Conclusion: the production upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 50461isp mfg date: 11/17/2009, exp date: 11/30/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.